Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, they could not specify the cause of the remaining material from the information obtained. Additionally, it was confirmed that there was no deviation from the instructions for use (IFU) in the reprocessing steps for the area where the foreign material remained, and no physical damage to the device was confirmed at the location where the foreign material was found. However, they could not specify the root cause of the suggested event. The event can be detected/prevented by following the instructions for use in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection; the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the nozzle of the colonvideoscope had a piece of rubber inside. There were no reports of patient involvement.